Manufacturer narrative:
(B)(4). Concomitant medical products: lcck femoral catalog# 00599401791 lot# 63399447, prc agmt block catalog# 00599003701 lot# 61706624, straight stem ext 16x200mm catalog# 00598801116 lot# 63289875, straight stem ext 15dx145mm catalog# 00598801015 lot# 63421718, nexgen precoat stem tibial plate catalog# 00598004702 lot# 63381035, n-k patella catalog# 00542000802 lot# 63404780, ng tm tib cone aug catalog# 005450067020 lot# 62308946, 48 mm headed screw catalog# 00579104100 lot# 63201396, 48 mm headed screw catalog# 00579104100 lot# 63565443, 48 mm headed screw catalog# 00579104100 lot# 63467041. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to infection seventeen days post implantation. The articular surface was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.